Manufacturer narrative:
Additional information. Device available - additional information. Reason for follow up - additional information, correction, device evaluation. Device evaluated - additional information. Evaluation codes - device evaluation. Additional information, device evaluation, correction based on the newly received information, this event is not a reportable. Pipeline flex resistance is not likely to cause serious injury or death on recur. The delivery system and catheter were returned for investigation without the pipeline flex braid. Based on the analysis findings and event details, the report of pipeline flex resistance was confirmed. (B)(4).

Event description:
Medtronic received updated event information: the pipeline flex did not fail to open as previously reported. It was reported that after unsheathing the pipeline flex, the physician attempted to push the sleeves back, as per instructions for use, and resheath. The amount of friction was so high that no movement between the catheter and pipeline flex was possible. The catheter and pipeline flex were removed from the patient together. On the table, the physician removed the pipeline flex from the marksman, which required so much force that the marksman stretched in the process. The vessel tortuosity was normally. A continuous heparinized saline flush was used, as per IFU.

Manufacturer narrative:
(B)(4). The pipeline flex is currently in transit to the manufacturing site. Evaluation of the device is expected.

Event description:
Medtronic received report that a pipeline flex did not open during a flow diversion procedure. The patient was being treated for an aneurysm in the internal carotid artery (ica). The catheter was placed in the middle cerebral artery (mca) and the pipeline flex was inserted. The physician unsheathed the pipeline flex, but experienced an abnormal amount of friction. The distal end of the device did not open. The physician attempted to push the sleeves back to resheath and allow the distal end of the pipeline flex to open up. The amount of friction was so high that no movement between the catheter and pipeline flex was possible. The catheter and pipeline flex were removed from the patient. There was no report of patient injury as a result of this event.